Manufacturer narrative:
(B)(4); as no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received an inappropriate shock due to oversensed noise. It was also noted that multiple untreated episodes were stored due to noise. An invasive procedure was performed. The device was explanted and the electrode was surgically abandoned. No additional adverse patient effects were reported.